Manufacturer narrative:
Considering the surgical methodology, it was seen that the dentist hasused sequence of drills different than the one recommended for theimplant installation. The investigation of the complaint was carried outconsidering the analysis of the information given by the dentist in theguarantee form, visual conference of the product returned by the dentistand the evaluation of relevant production records.

Event description:
(B)(6) - the dentist reported that 3 months and 9 days after the dental implant was installed in intraoral region 4#, its non- osseointegration was observed. Moreover, 35n.cm of primary stability was achieved and the patient presented bone type ii.